Manufacturer narrative:
(B)(4). There was no documentation in the medical records that indicate a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. Peritonitis was likely related to technique failure.

Event description:
During follow up with the clinical manager, she confirmed the admission was to remove the peritoneal dialysis catheter. The patient was transitioned from peritoneal dialysis to hemodialysis. Medical records were received and it was noted there were clinical signs of peritonitis seen on a computed tomography scan. The patient expired due to unrelated to dialysis complications during this admission so no further information on the peritonitis will be available.

Manufacturer narrative:
(B)(4). The reported event occurrence date reflects the current best estimate of the patient's date of admission to the hospital. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that peritoneal dialysis (pd) patient was hospitalized for an unknown reason. Additional information received from the patient's clinic confirmed that the patient had been hospitalized and had the pd catheter removed and subsequently transitioned to receive in-center hemodialysis therapy. The patient was transitioned to hemodialysis on (B)(6) 2016.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation found no indication of a causal relationship between the product and the patient event.